Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Cold insulin had been used. Customer declined to troubleshoot further with tandem technical support. There was no reported impact to the customer's blood glucose level.